Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted on (B)(6) 2020. This supplemental emdr has been submitted to report the corrected event description, removing the allegation for surgical intervention which was not alleged in the legal claim. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted previously for bard/davol mesh - ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for ventralight st was considered as (B)(6) 2015, since the initial legal claim identified the implant date for the ventralex as (B)(6) 2012.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An emdr was submitted previously for bard/davol mesh ¿ ventralex (device #1; MDR number - 1213643-2019-03413 on (B)(6) 2019). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2012 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for ventralight st was considered as (B)(6) 2015, since the initial legal claim identified the implant date for the ventralex as (B)(6) 2012.